Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:a review of the pump¿s history showed no evidence of short battery life; however multiple low battery and call service alarms were observed. The pump powered on normally during testing; the pump was able to successfully pass the ez prime steps and be exercised for 24 hours with no short battery life duplicated. The current draws were found to be in specifications. The pump cover was opened and no internal defects were found. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.